Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple call service alarms and was unable to complete the rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the pump¿s history was reviewed and showed multiple call service alarms in the black box on 01/27/2014. The time and date was accurately set at start of investigation. The pump rewind, load, and prime sequence was not able to be performed due to the recurring call service alarm; additional performance testing could not be performed. The pump was opened for further investigation and moisture corrosion was observed on the motor flex connector and on the printed circuit board. Unrelated to the complaint, evaluation revealed the display screen was dim and discolored. (B)(4).